Manufacturer narrative:
The evaluation was performed using the information contained in the original complaint file and the materials returned at the time of the event. A visual inspection of the returned components was conducted. The 2.5 mm screw exhibited a mid shaft fracture. The proximal portion was found twisted around the guide k-wire, while the k-wire itself remained intact. The fracture surface showed signs consistent with the condition of the product at the time of receipt. According to the information provided, during an ipd arthrodesis procedure the guide k-wire was positioned and the screw was inserted using powered instrumentation. During insertion, the screw began to wrap around the k-wire rather than advance normally, resulting in mechanical overload and subsequent fracture of the screw. The screw was removed and replaced without any reported patient injury. A review of the available production records for lot 1803063 and of-500714-020 confirmed that all specifications were met at the time of release. No deviations or anomalies were recorded in relation to this product. Based on the available information, the event is consistent with mechanical overload during insertion. No corrective or remedial actions have been identified from the documentation available.

Event description:
During the procedure, an ibs 2.5 screw broke at its mid section. The surgeon inserted a guide wire for an ipd arthrodesis and attempted to insert the ibs 2.5 screw with the motor driver. The screw twisted around the guide wire and fractured, resulting in an approximate 25 minute surgical delay.

Manufacturer narrative:
N/a.

Event description:
During the procedure, an ibs 2.5 screw broke at its mid section. The surgeon inserted a guide wire for an ipd arthrodesis and attempted to insert the ibs 2.5 screw with the motor driver. The screw twisted around the guide wire and fractured, resulting in an approximate 25 minute surgical delay.